Event description:
Customer reported treating himself with 50 units of novolin nr insulin based upon an advantage system blood glucose result of 470 mg/dl. An hour later, he reported symptoms of nausea, dizziness, and blurry vision, was taken to an ER, where his blood glucose was measured at 30 mg/dl and he was treated with a glucose IV. He reported the system was discarded, declined replacement.